Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service rep (csr) documentation. The lay user/pt contacted lifescan (lfs) customer service in 2009, alleging that her one touch ultra test strips were peeling after she inserted them in her unspecified meter. She claimed that at an unk time after the reported issue occurred, she became lightheaded and shaky. The pt administered self-treatment with soda. She did not test on any other devices and she did not report any other forms of treatment. According to the troubleshooting performed with customer service, the correct testing technique was used. The reported issue was not resolved with troubleshooting. Replacement products were sent to the pt. This complaint is being reported due to the following conclusions: the pt allegedly developed symptoms suggestive of hypoglycemia and administered self-treatment with soda. In addition, the reported issue (peeling test strips) was not resolved with troubleshooting.